Event description:
It was reported that during a stenting treatment procedure, stent dislodgment and stent damage occurred. The procedure treated the target lesion located in the mildly calcified and mildly tortuous right coronary artery (rca). A 2.5x38 promus element plus stent was deployed in the distal rca. Then the physician was going to deploy a 3.0x32mm promus element plus stent in the proximal rca, but it could not cross the proximal segment of the rca. After multiple attempts to cross the lesion, stent deformation occurred at the mid portion of the 3.0x32mm promus element plus stent. Next the physician attempted to retract the stent, but met resistance when trying to pull it back into the non-bsc guide catheter. After multiple attempts the device was removed, but upon examination it was noted that the stent was missing. The stent had embolized down to the knee of the right leg. A 2.5x32mm promus element plus stent was used to complete the treatment of the rca. Also, a 3.0x16mm promus element plus stent was successfully implanted in the left anterior descending artery to complete the procedure. The attention then turned to the dislodged stent. The physician snared the 3.0x32mm promus element plus stent from the leg, however during removal the stent had deformed and elongated to 2 or 3 times it's normal length but was able to be removed without complication. No further patient complications occurred and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment and stent damage occurred. The procedure treated the target lesion located in the mildly calcified and mildly tortuous right coronary artery (rca). A 2.5x38 promus element plus stent was deployed in the distal rca. Then the physician was going to deploy a 3.0x32mm promus element plus stent in the proximal rca, but it could not cross the proximal segment of the rca. After multiple attempts to cross the lesion, stent deformation occurred at the mid portion of the 3.0x32mm promus element plus stent. Next the physician attempted to retract the stent, but met resistance when trying to pull it back into the non-bsc guide catheter. After multiple attempts the device was removed, but upon examination it was noted that the stent was missing. The stent had embolized down to the knee of the right leg. A 2.5x32mm promus element plus stent was used to complete the treatment of the rca. Also, a 3.0x16mm promus element plus stent was successfully implanted in the left anterior descending artery to complete the procedure. The attention then turned to the dislodged stent. The physician snared the 3.0x32mm promus element plus stent from the leg, however during removal the stent had deformed and elongated to 2 or 3 times it's normal length but was able to be removed without complication. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned with the proximal end inside an unknown guide. The stent struts on the proximal end were bent and bunched up. The stent was stretched, measuring 60 mm. The stent presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.